Event description:
The patient was implanted on (B) (6) 2009 with an scs system consisting of an ipg and percutaneous leads. On (B) (6) 2010, it was reported that the leads had migrated into the ipg pocket, with the stimulation ends about 6-8 inches from the desired location. The physician repositioned the patient's existing leads and ipg. Follow up on the patient found that she is now receiving adequate stimulation.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.